Event description:
It was reported that the lens vaulted posteriorly in the pt's eye. Reportedly, according to the surgeon, the lens cannot be explanted as pt has fuchs' dystrophy syndrome. Additional info has been requested, but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.